Manufacturer narrative:
MDR 3003442380-2024-01408- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in brazil it was reported that the patient faced a bent cannula which led to high blood glucose level of greater than 400 mg/dl. The patient received manual injection as corrective treatment. Patient's current blood glucose value 250 mg/dl. The patient changes the application site every 2-3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.